Manufacturer narrative:
Historical quality metrics were reviewed and no adverse trend was identified for the customer's issue. Complaint searches determined that there is normal complaint activity for the likely cause lot. Labeling was reviewed and found to be adequate. A review of stability data was performed. The stability testing used an internal active b-12 panel and was tested with retained reagent kits composed of the same material as reagent lot 10617up00. The stability data met all specifications which indicates acceptable product performance. A microscopy analysis was performed on microparticles from the customer's returned reagent kits (lot 10617up00), an abbott retained reagent kit which contained the same bulk material (lot 10628up00), and a different lot that was used as a control (lot 10627up00). Light and electron microscopy showed no difference; all lots of microparticles were uniform in size and shape and there were no visual abnormalities. Therefore, it is unlikely that the customer's issue was caused by aggregation of microparticles. Based on the available information, no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reports falsely elevated architect active b12 assay results generated on the architect i2000sr analyzer. The issue began when reagent lot 10617up00 was placed into use. The following examples were provided: (B)(6). Abbott quality control samples have remained within specifications; however, biorad controls as well as the customer's in-house controls have reflected the shift in the reagent lot change. The customer's decision point for this assay is 23 pmol/l where the shift is approximately 6 pmol/l with a shift of approximately 4 pmol/l at the 50 pmol/l test point. There is no impact to patient management reported.